Event description:
It was reported by the customer that pyxis medstation es system was not scanning the medication. The customer reported that the issue occured while removing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that medication was not scanning. A technical support specialist engaged with the customer and confirmed that the previously provided medication ID was incorrect. They then provided the correct medication ID. The specialist advised the customer to configure scan on remove for right item in order to enable scan on remove at the station. The system functioned as intended after the technical support specialist troubleshot the device.